Manufacturer narrative:
The remote alarm output of the customer returned cpu board showed an elevated and varying resistance with an alarm active. This was due to oxidization of the tip contact in connector j1. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The remote alarm output of the customer returned cpu board showed an elevated and varying resistance with an alarm active. This was due to oxidization of the tip contact in connector j1.

Event description:
The customer reported during performance verification testing (pvt) the customer reported the device failed test 9 , remote alarm failure. There was no patient involvement.